Event description:
(B)(6) of perioperative services. (B)(6) hospital reported: we received a phone call from dr (B)(6) regarding malfunction of a pentax scope with emergency pt/procedure performed on the weekend. Functional issue: inadequate suction to manage esophageal bleed.

Manufacturer narrative:
The site initially reported the event with no other details other than the info contained. The site reported the event occurred on the weekend of (B)(6) 2012, but did not specify the date this event occurred. Pentax contacted the site 3 times to secure add'l details of the event, however, to date, no further info has been received. Suction is a function of the pentax endoscope or the ancillary suction source (not sold by pentax medical company). The site did not document the endoscope model/serial used in the event. The endoscope remains in use at the facility. IFU's supplied with the equipment require the devices be checked prior to procedure. The site has not reported any failures of endoscopes in pre-system checks since the event, therefore, we feel the event was caused by user error; user did not perform pre-system check of endoscope or did not select appropriate suction pressure setting for the ancillary suction source prior to the procedure. Pentax considers this report closed.